Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 3.50mmx24mm promus element drug-eluting stent was successfully implanted; however a proximal edge non-flow limiting dissection was observed. A 3.5mmx16mm promus element drug-eluting stent was implanted in an overlapping manner to treat the dissection. No further patent complications were reported and the patient's status was stable.